Manufacturer narrative:
This medwatch report is for the suspect device used in system 4. Reference medwatch report with (B)(4) for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2. Reference medwatch report with (B)(4) for the suspect device used in system 3.

Event description:
Customer reports patient received blood glucose result of 282 mg/dl on the inform system and 115 mg/dl on a lab value within 10 minutes. Several hours later, patient also received blood glucose result of 156 mg/dl on the inform system, and 57 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Customer had reported four inform systems; it is unknown which system produced the discrepant results.